Event description:
It was reported that the image color displays in green when using the deflectable videoscope. The event occurred during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image only appeared in magenta or green. A root cause could not be identified. Based on the results of the investigation and historical data suggests probable causes due to some kind of stress such as damage or deterioration of parts, operational problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.